Event description:
It was reported that the patient was having low flow alarms postoperatively with normal hemodynamics. There was concern for an outflow graft obstruction. Log files were submitted for review and captured low flow events starting at 0908 on (B)(6) 2025 with flow suddenly dropping to essentially zero for several seconds. The flow recovered back into the low 2 liters per minute (lpm) range with continued low flow events. It was noted that the fixed speed was set lower than the low-speed limit briefly causing low speed advisory events. The pulsatility index (pi) values were slightly elevated during these events. It appeared that the flow had recovered back into the 3 lpm range by the end of the data capture. It was reported by the customer that the patient experienced low flow alarms for approximately 5 minutes. It was noted at the time of implant there was a suspected aortic thrombus via echocardiogram. It was possible that the thrombus was ingested into the pump causing the momentary loss of flow. The patient's neurological status would be evaluated and monitored. The patient had a known apical thrombus prior to implant. There were no clinic thromboembolic sequelae noted on the lab work or the physical exam and the patient was started on a heparin drip. There were no symptoms of thrombus observed only as seen in the log files as the patient was intubated and sedated with normal hemodynamics throughout. The clot passed with the heparin drip. The patient was transferred out of the intensive care unit (ICU) on (B)(6) 2025 and was progressing well. The patient was walking and talking, and a discharge was planned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected pump thrombus could not be confirmed through this evaluation as no images were submitted for analysis and the device remains in use; however, review of the submitted log files confirmed pump power and flow elevations that appeared consistent with material such as a thrombus being ingested into the pump and contacting the rotor. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from 11apr2025 through 13apr2025. Low flow faults were captured on (B)(6) 2025 when the estimated flow dropped below the low flow alarm threshold of 2.5 lpm. Some of the low flow fault remained active for 10 seconds, activating low flow alarms. The low flow faults and subsequent low flow alarms remained active until the estimated flow rose above the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 left ventricular assist device, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists infection and thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.